Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the trial was initiated on (B)(6) 2026. It was reported that they were worried about their urinary retention issue. The patient said that they were able to urinate on their own yesterday. But today, they were no longer able to urinate on their own. They tried using catheter but the volume of urine coming out through catheter was not as much as before. The patient was concerned that urine was building up. The patient said that bladder feels harder than usual. The patient was advised to contact physician for assistance. The event was notified to manufacturer representative (rep) as well to contact patient and assist. The issue was not resolved and it was still ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.